Event description:
Additional information was received that the shock impedance continues to be high and out of range at greater than 145 ohms. The patient came in for a device interrogation where the svc to can sensing vector was lower than rv coil to can. Boston scientific technical services (ts) discussed possible causes including calcification around the lead coils and suggested performing maximum energy shock testing. The field representative would discuss further with the physician. It was noted that the patient did not come in for the follow up appointment and the clinic has been unable to reach them. The ICD and rv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the remote home monitor issued an alert for high out of range shock impedance measurements of 129 ohms for the implantable cardioverter defibrillator (ICD) and high voltage right ventricular (rv) lead. Boston scientific technical services (ts) discussed troubleshooting options and the clinic noted they would bring the patient in for further review within a few weeks. The ICD and rv lead remain in service and no adverse patient effects were reported. Additional information was received that the shock impedance continues to be high and out of range at greater than 145 ohms. The patient came in for a device interrogation where the svc to can sensing vector was lower than rv coil to can. Boston scientific technical services (ts) discussed possible causes including calcification around the lead coils and suggested performing maximum energy shock testing. The field representative would discuss further with the physician. It was noted that the patient did not come in for the follow up appointment and the clinic has been unable to reach them. The ICD and rv lead remain in service and no adverse patient effects were reported. Additional information received reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited the following shock impedance measurements: rv-to-can = 168 ohms, rv-to-ra = 148 ohms, and ra-to-can = 83 ohms. Technical services (ts) recommended 41j commanded shock through the current device to assess the rv lead. The ICD was explanted and replaced due to normal battery depletion (nbd), however the rv lead remains in service. No adverse patient effects were reported. This ICD was returned for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. The product has been received for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that the remote home monitor issued an alert for high out of range shock impedance measurements of 129 ohms for the implantable cardioverter defibrillator (ICD) and high voltage right ventricular (rv) lead. Boston scientific technical services (ts) discussed troubleshooting options and the clinic noted they would bring the patient in for further review within a few weeks. The ICD and rv lead remain in service and no adverse patient effects were reported. Additional information was received that the shock impedance continues to be high and out of range at greater than 145 ohms. The patient came in for a device interrogation where the svc to can sensing vector was lower than rv coil to can. Boston scientific technical services (ts) discussed possible causes including calcification around the lead coils and suggested performing maximum energy shock testing. The field representative would discuss further with the physician. It was noted that the patient did not come in for the follow up appointment and the clinic has been unable to reach them. The ICD and rv lead remain in service and no adverse patient effects were reported. Additional information received reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited the following shock impedance measurements: rv-to-can = 168 ohms, rv-to-ra = 148 ohms, and ra-to-can = 83 ohms. Technical services (ts) recommended 41j commanded shock through the current device to assess the rv lead. The ICD was explanted and replaced due to normal battery depletion (nbd), however the rv lead remains in service. No adverse patient effects were reported. This ICD was returned for analysis.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the remote home monitor issues and alert for high out of range shock impedance measurements of 129 ohms for the implantable cardioverter defibrillator (ICD) and high voltage right ventricular (rv) lead. Boston scientific technical services (ts) discussed troubleshooting options and the clinic noted they would bring the patient in for further review within a few weeks. The ICD and rv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
It was reported that the remote home monitor issues and alert for high out of range shock impedance measurements of 129 ohms for the implantable cardioverter defibrillator (ICD) and high voltage right ventricular (rv) lead. Boston scientific technical services (ts) discussed troubleshooting options and the clinic noted they would bring the patient in for further review within a few weeks. The ICD and rv lead remain in service and no adverse patient effects were reported.